Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. During visual and microscopic inspection, the guidewire returned kinked and stretched at the distal section. Also, along the guidewire the coating is peeled. The customer provided a picture of the device that revealed the guidewire bent at the distal section. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06nov2025. It was reported that the guidewire kinked. The stenosed target lesion was located in the subclavian artery. A 035/260/3mm amplatz super stiff guidewire was selected for use. However, it was noted that the guidewire was kinked during the procedure. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed the guidewire coating is peeled.